Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high impedances and was thought by the physician to be fractured. The lead was abandoned electrically but remains implanted. There were no adverse patient effects reported. Additional information was received that there was also loss of capture and no sensing found by the device nurse when checking the device. The daily measurements had been good and the impedances had varied previously.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The physician confirmed the fracture via a review on x-ray and indicated the location of the fracture was relatively close to the device.